Event description:
It was reported while using the bd microtainer® tubes with k2e (k2edta) 1,419 tubes were missing additive, the user noted that the affected tubes shown blood coagulation. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 25-mar-2024. Investigation summary: bd received 100 samples from each lot for investigation. The samples along with 50 retention samples per lot were visually inspected with no issues observed. Additionally, both customer samples and 15 representative retention samples of each lot were functionally evaluated via titration. Testing on retention samples of lot 3108863 yielded acceptable results but testing on retention samples from lot 3108859 was found to be outside specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality for lot 3108859 based on retain testing. This complaint is unable to be confirmed for additive abnormality on lot 3108863. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 3108863 medical device expiration date: 30-sep-2024. Device manufacture date: 18-apr-2023. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd microtainer® tubes with k2e (k2edta) 1,419 tubes were missing additive, the user noted that the affected tubes shown blood coagulation. No health impact or consequence reported.